Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to advance the lead, it was noted that maneuverability was poor. Additionally, upon imaging, it was noted that patient had thrombus. The catheter was removed and no additional intervention was performed. The patient experienced no consequences.